Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected, power on self-tested, battery tested and the alarm log was reviewed. During visual inspection the rubber pole clamp was found to be damaged; the cause of this was unknown. To correct the condition, the rubber pole clamp was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have a damaged rubber pole clamp. There was no patient involvement. No additional information is available.